Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that a motor stall occurred. The motor was stopped for 36 hours and the patient suffered from ¿deprivation symptoms¿ during this period of type. Underdose and, consequently, ¿hypoperfusion¿ symptoms were controlled with oral morphine. It was indicated that the event occurred on (B)(6) 2014. At the time of this report, the patient status was indicated to be ¿alive-no injury.¿ the device system was used to deliver morphine and bupivacaine. It was later reported that the patient experienced symptoms of sweating, trembling and corporal discomfort. The cause of the stall was unknown. Per pump logs, the motor stall occurred at 6:40am on (B)(6) 2014. At this time, the patient was sleeping. The patient took injections of morphine until the motor stall recovered. A motor stall recovery occurred the following date at 5:19pm. At the time of this report, the patient was fine, was receiving effective therapy and the pump was working well. It was then further reported that the pump was explanted and was being returned for analysis.

Manufacturer narrative:
(B)(4).